Manufacturer narrative:
The exact recall number is unknown. Possible recall numbers include z-1972,z-1973, and z-1974.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, respiratory tract irritation, cancer. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. Dust was found in contamination findings. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, respiratory tract irritation, cancer. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. Dust was found in contamination findings. No medical intervention was specified by the patient. After further investigation, it has been determined that component code and concluson code in section h6 were incorrect. Section h6 has been corrected/updated in this follow-up report. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format..